Event description:
Per the audiologist, the patient was hit on the head at the site of the implant resulting in failure of the device. Explant and reimplantation is planned, but had not taken place at the time of this report april 13, 2010.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011, and the patient was reimplanted with another device during the same surgery. This report is filed may 30, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). It is unknown if the patient was reimplanted with another device as of the date of this report.this report is filed july 25, 2013. Device not yet returned.